Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a left side "rupture confirmed by mammogram and a bilateral exchange from textured to smooth implants due to the patients concern with the product." Device remains implanted.

Event description:
Healthcare professional reported a left side "rupture confirmed by mammogram and a bilateral exchange from textured to smooth implants due to the patients concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, missing shell assessed as inconclusive. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.